Manufacturer narrative:
(B)(4).

Event description:
It was reported that over time the right ventricular (rv) lead¿s impedance had dropped considerably and is low. It was noted the lead had switched from bipolar pacing to unipolar pacing. The physician suspected lead insulation degradation. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was further reported that the right ventricular (rv) lead had an insulation fracture. No patient complications have been reported as a result of this event.